Event description:
As stated by the customer 2010-(B)(6): the resident had been removed from the bath and was being dried off. (B)(6) was standing between the resident and the door. Her partner called and (B)(6) turned to respond, at this point she felt a whoosh of air and heard a loud bang. She turned back the resident had tipped the chair and was lying on the floor slightly away from the chair. (B)(6) stated that the brakes were on the lift and that the belt was being used. I asked her to put the belt on the chair and she applied it wrong (from shoulder knob to shoulder knob), when I pointed out the correct way to attach it, she said that she knew that and that was how she usually applies it, (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional info will be provided upon conclusion of the MFR's investigation. Track wise ID.